Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to close the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. While grasping the leaflets, a click was heard inside of the cds. The leaflets were ungrasped for repositioning. The clip was attempted to be closed again, but the clip would not close. The clip was then inverted and retracted to the tip of the sgc and both devices were removed. There was no damage to the sgc. During preparation of a new sgc, a guide wire was advanced to locate the septum; however, a pericardial effusion was observed. The procedure was discontinued. No clips were implanted and the mr remained at 3. Surgery was performed to treat the pericardial effusion. The patient is stable. Per the physician, the guide wire caused the pericardial effusion, the mitraclip devices were not in the patient anatomy at the time the effusion occurred. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported issue of mechanical jam was confirmed. The returned device analysis also observed a coupler weld break. The reported noise could not be replicated under the retesting environment. A definitive cause for the reported noise could not be determined. A review of the lot history record revealed no manufacturing nonconformities reported to the lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was reviewed, and the investigation determined that the reported mechanical jam appears to be a cascading effect caused due to observed coupler weld break. The observed coupler weld break appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.